Manufacturer narrative:
The device been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that when the programmer was powered up, the clinician smelled something burning and noted that smoke was coming from the programmer. The programmer was returned. No patient involvement was reported.